Manufacturer narrative:
The unit returned has catheter damage (detached from the lapjoint area) the imaging window and distal tip were not returned. A kink was observed in the sheath assembly from femoral marker to the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that imaging catheter trapped/stuck in lesion occurred. The (B)(4) stenosed target lesion as located in the severely tortuous and severely calcified proximal to mid right coronary artery. An opticross¿ imaging catheter was advanced for visualization; however due to severe tortuosity of the vessel, crossing difficulties were encountered. After pre-dilation, the imaging catheter failed to cross the lesion. Upon removal of the device, guidewire exit port got caught in the lesion due to calcification. A little twist was even applied but the device did not come out. The device was completely removed from the patient's body after pulling it forcibly. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that imaging catheter trapped/stuck in lesion occurred. The 75% stenosed target lesion as located in the severely tortuous and severely calcified proximal to mid right coronary artery. An opticross¿ imaging catheter was advanced for visualization; however due to severe tortuosity of the vessel, crossing difficulties were encountered. After pre-dilation, the imaging catheter failed to cross the lesion. Upon removal of the device, guidewire exit port got caught in the lesion due to calcification. A little twist was even applied but the device did not come out. The device was completely removed from the patient's body after pulling it forcibly. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.